Manufacturer narrative:
Approximately 9 cm of the catheter was returned. The returned catheter was patent and met the requirements for leak testing. There was proteinaceous debris observed within the interior and exterior of the catheter. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the catheter was removed as part of the valve explant. The patient¿s status was noted as no injury.

Manufacturer narrative:
Implant date updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the catalog number, lot number, and if there was any alleged issue associated with the catheter were all unknown.